Event description:
Complainant alleged that the staff of the intensive care unit dept was attempting to monitor a female pt (age and condition unk), but five minutes into the monitoring of the pt the device failed to display the pt's ECG baseline. The device screen showed only the tips of the amplitude. The staff was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.